Event description:
It was reported, during final tightening a part of the nut (connector) in the middle came off during implantation. The very small piece that broke off was removed and no adverse consequences were reported.